Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.

Event description:
Customer reported methotrexate found to be leaking around the connection of the spiros to the end of the tubing. No product will be returned for this event. Customer stated no add'l pt/event info will be provided.